Manufacturer narrative:
Patient weight: asked but unavailable concomitant medical products and therapy dates: asked but unavailable. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) the safety and effectiveness of the gore® tag® conformable thoracic stent graft have not been evaluated in patient etiologies including, but not limited to, previous stent or stent graft or previous surgical repair in the descending thoracic aortic area and patients with active systemic infections. According to the gore® tag® conformable thoracic stent graft with active control system IFU, potential adverse events or complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, aortic rupture and reoperation.

Event description:
On (B)(6) 2019 the patient underwent endovascular treatment of an infected thoracic aortic aneurysm using two gore® tag® conformable thoracic stent grafts with active control system (ctag a/c). An ascending aortic replacement and elephant trunk procedure was performed prior to this procedure. The patient tolerated the procedure. On an unknown date in (B)(6) 2020 it was reported that follow-up CT revealed no anomalies. On an unknown date in (B)(6) 2020 a follow-up exam was planned, but it was reported that the patient did not visit the hospital. On (B)(6) 2020 the patient complained of fever and fatigue. CT imaging showed that only the intima at the distal end of the most distal ctag a/c device was ruptured. The distal portion of the device was in contact with the adventitia. On (B)(6) 2020 an additional ctag a/c was implanted distally. The patient tolerated the procedure.